Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were sticking and the buttons required hard presses to elicit a response. The reporter confirmed that there are no cracks/tears in the keypad. The reporter confirmed there is no trauma or water exposure. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): unable to duplicate the complaint regarding unresponsive up/down/ok keys: all keys were tested and found responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to check for contamination, which was found under the up/down/contrast/ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.